Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. However a potential root cause for this failure mode could be due to bad fit with the shaft or no drainage eye or poorly seated balloon or bladder neck interface. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to perform due to the unknown product code. Although the product family was unknown the (foley catheter) ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 2 patients had foley catheters that were leaking. The foley catheter for one patient was changed by the registered nurse. It was also reported that the balloon had 10 cc of saline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 patients had foley catheters that were leaking. Foley catheter for one patient was changed by the registered nurse. It was also reported that the balloon had 10 cc of saline.